Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results begin downloaded to the provider's computer, that the results were not correct.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa21dec2006 letter.